Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a vessel perforation occurred. The patient's anatomy was severely tortuous. The lesion was located in the proximal right coronary artery (rca). The vessel was severely calcified and 90% stenosed. The physician used a maverick 3.00x15mm balloon to pre-dilate the lesion. Next, a taxus express2 3.50x12mm drug eluting stent (des) was deployed at 14 atms for 50 seconds, but the delivery balloon burst. The ruptured balloon was removed intact and the stent was well positioned. There were no problems in prepping the delivery balloon nor were there any problems during the inflation of the balloon. There were no further reported patient complications.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.